Event description:
It was reported that the recharger gets "red hot" when charging, and now cannot find the ins. Patient states this began yesterday and he tried taking the recharger off of the controller and trying again, but this continued. The patient did not have the device with him at the time of call. Ts sent email to rep to reply with the serial number, at which time a request will be sent to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.